Manufacturer narrative:
After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported less than 1 month after the dental implant was placed in ada site 13, the implant had not achieved osseointegration. Clinician determined a shorter implant was required. The site was grafted. There were no reported complications. (B)(4).

Manufacturer narrative:
The product was not received by the manufacturer exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported less than 1 month after the dental implant was placed in ada site 13, the implant had not achieved osseointegration. Clinician determined a shorter implant was required. The site was grafted. There were no reported complications.